Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported a difference between sensor glucose and blood glucose values. The customer was treated with glucose. The event involved product(s) mmt-6102, mmt-1884, mmt-397, mmt-78893-01, mmt-332a. Troubleshooting was performed for sensor glucose and blood glucose, and the customer reported that the insulin delivery was not suspended. The blood glucose value was 37 mg/dl, and the sensor glucose value was 69 mg/dl at the time of the event. The difference between blood glucose and sensor glucose was outside the acceptable range. Troubleshooting was performed for the loss of communication issue, and the customer reported that unpairing and re-pairing the pump and mobile device resolved the issue. Troubleshooting was performed for the app, which is not accurately displaying the pump data. Deleting and reinstalling the app resolved the issue. Troubleshooting was performed for hypoglycemia. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for mmt-6102. No product return is required for mmt-1884. No product return is required for mmt-397. No product return is required for mmt-78893-01. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.